Manufacturer narrative:
(B)(4). D10: medical product: tibial tray fixed bearing catalog#: 00595405701, lot#: 65594098 articular surface use with plate catalog#: 00595205012, lot#: 64458794 all poly petella catalog#: 00597206538, lot#: 65736639. Unk cement catalog#: unk, lot#: unk. Multiple MDR reports were filled for this event: 0001822565-2023-01499, 0001822565-2023-01500, 0002648920-2023-00106. Hemarthrosis is a condition of articular bleeding, that is into the joint cavity. This can occur after an injury, in bleeding disorders such as hemophilia, side effect from blood thinners, or after surgery of one of your joints. Patients will typically present with pain, swelling and a decreased range of motion of the involved joint. Symptoms of hemarthrosis can be treated at home while waiting for the joint to heal using rice method. Rice stands for rest, ice, compression and elevation. An aspiration is the removal of fluid from a joint for treatment or diagnostic purposes aspiration is typically done in a joint for diagnostic purposes. If aspiration is mentioned, with no other documentation to support, why aspiration was conducted or what the results were of the aspiration; it can be implied that it was conducted for diagnostic purposes as the joint was exhibiting signs such as pain, inflammation, or swelling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced a pop in the posterior knee, pain and an effusion from hemarthrosis seventeen days post implantation. Patient underwent an in office aspiration, followed by a second aspiration, due to a recurrent effusion. Aspirations were completed without complication. Attempts to obtain additional information have been made; however, no more is available.